Manufacturer narrative:
This is proficiency testing. No harm came to any patient. Although compatible crossmatches were obtained with mts buffered gel card lot 091516004-02 when an incompatible results were expected, the testing was part of proficiency testing and there is no impact to patients. There is no evidence of failure with the buffered gel card that could occur for the product in the field. No product malfunction has been identified.

Event description:
Customer contacted cts to report false negative results on provue analyzer for compatibility testing using buffered gel card lot# 091516004-02, exp. 28aug2017. Customer states that for immediate spin crossmatch of api proficiency sample aut-03 obtained a negative reaction grade, reported survey out as compatible. Correct result according to api is incompatible. After receiving survey back, customer re-tested sample using alternate lot of buffered gel cards, lot# 120216004-01, exp. 27oct 2017, obtained 4+ grade for immediate spin crossmatch, incompatible result.